Event description:
The customer reported a communication failure error message which required a reboot. This resulted in a temporary, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 cable harness assembly and gib battery were evaluated and replaced. The system nodes and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.